Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) with a driveline communication fault alarm. On interrogation there was no speed drops or other alarms aside from the communication fault and the patient felt fine. The log file captured driveline power fault a alarm on (B)(6) 2022. The modular cable and controller were changed, and the alarm had not returned.

Event description:
Controller: MFR # (B)(4)

Manufacturer narrative:
Section d4: modular cable lot number was unable to be provided manufacturer's investigation conclusion: the reported event of driveline communication fault was confirmed via the log file review. The submitted system controller log file spanned approximately 13 days (B)(6) 2022 to (B)(6) 2022 per the timestamp). Driveline communication fault alarm activated on (B)(6) 2022 at 10:03 due to comm b fault. The alarm did not affect the controller¿s ability to operate the pump at the set speed limit. The alarm remained to be active until the driveline was disconnected from the controller on (B)(6) 2022 at 13:29 for a controller exchange. No other notable alarm was observed. The returned mod cable was functionally tested and passed all steps without any issue. The cable was manipulated while connected to a mock circulatory loop and no alarm was reproduced. The cable was retested with the returned controller and operated on a mock circulatory loop for an extended period of time without any issue. The exchanged modular cable¿s lot number cannot be provided. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including driveline communication fault. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the modular cable. No further information was provided. The manufacturer is closing the file on this event.